Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device with delivery system were used. At the onset of the procedure the patient had a trivial baseline pericardial effusion. During the procedure four transseptal punctures were performed and three separate closure devices were deployed. None of the closure devices were successfully implanted. At the conclusion of the procedure an increase in pericardial fluid was noted. When a pericardiocentesis was performed the right ventricle was perforated. The patient underwent surgery to treat the effusion and the laa was ligated. Four days post procedure the patient was stable and discharged from the hospital. It was further reported that cardiac tamponade occurred.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device with delivery system were used. At the onset of the procedure the patient had a trivial baseline pericardial effusion. During the procedure four transseptal punctures were performed and three separate closure devices were deployed. None of the closure devices were successfully implanted. At the conclusion of the procedure an increase in pericardial fluid was noted. When a pericardiocentesis was performed the right ventricle was perforated. The patient underwent surgery to treat the effusion and the laa was ligated. Four days post procedure the patient was stable and discharged from the hospital.